Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the reported event may have been caused by a power supply failure. The cause of the power supply unit failure could not be identified. -from the device evaluation results, it was confirmed that the device did not operate due to the failure of the power supply unit. Olympus medical systems corp. (Omsc) reviewed the manufacturing history and confirmed that there were no manufacturing anomalies or corrections. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus medical systems india private limited (omsi). Omsi checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. There was no abnormality on the inside of the device. There were minor scratches on the lid and front panel. The reported event was caused by a power failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the device did not turn on. The user connected the device to a different socket with a different power cord, but the same issue occurred. There was no report of patient injury associated with the event.